Event description:
It was reported that the device would intermittently alarm "connect electrodes". There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the therapy cable assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.